Event description:
"Pt mentioned that a year ago pt was taken to the ER because pt's meter was reading high but pt passed out due to low glucose. Pt was originally calling today because pt received a letter for the surestep recall, then pt complained about pt's new surestep being innacurately low but was unwilling to finish answering questions and hung up on co staff. Co staff tried to explained they wanted to help pt but pt said pt just bought a new meter. No further info has been reported.